Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. The getinge field service engineer (fse) who discovered the battery issue replaced the li-ion single battery, transport and both batteries. The fse performed all functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical use. The initial reporter named is a getinge employee who has different contact details from that of the event site; his contact information are as follows: (B)(6).

Event description:
It was reported that during preventative maintenance (pm), performed by a getinge field service engineer (fse), the cardiosave intra-aortic balloon pump (iabp) failed the battery run time test. There was no patient involvement, and there was no adverse event reported.